Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of 600+ mg/dl. The customer was hospitalized for diabetic ketoacidosis. The customer was treated with bolus through the pump. The customer declined to troubleshoot for high readings. The insulin pump will not be returned for analysis.